Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: p1501dr implantable pulse generator, (B)(6) 2006. (B)(4).

Event description:
It was reported via review of performance data that the right ventricular (rv) lead had high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.